Manufacturer narrative:
The insulin pump alarmed after battery change due to broken solder joint connector on interface board. Unable to prime the insulin pump during prime test due to loose/flush drive support disk. The insulin pump received with cracked battery tube threads and scratched lcd window.

Event description:
It was reported that the insulin pump keeps alarming. The blood glucose reading is 261 mg/dl. Customer will treat with manual injections. Customer stated that the temp basal was not programmed before the alarm occurred. The alarm occurred shortly after inserting new battery. The insulin pump will be replaced. Nothing further reported.